Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient had gone through a lot of sets that were not staying on her abdomen and did not know why. She stated that it came off at the quick release during the night while she was asleep. The site location was at the side of stomach and the pump was located on top of waistband of pants same side as set. The time varied as this issue occurred with seven sets so maybe an hour, 30 minutes. Reportedly, the infusions were stored in the bedroom closet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.